Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device's associated paddles did not function. Complainant indicated that there was no patient involvement in the reported malfunction.